Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, a stent fracture was noted. The 90% stenosed target lesion was located in the severely calcified left circumflex and left main coronary artery (lmca). There was a 90 degree angle between the lmca and lcx. Rotablation was performed from the ostial to mid lcx. The lesion was also predilated with a 2.75x12mm non-bsc balloon inflated to 10atms/10sec. Next, a 3.0x38mm promus element stent delivery system (sds) was advanced and the stent was deployed at 114atms/25sec. After stent deployment, there was slight haziness and the middle of the stent was under expanded. The stent was post dilated with a 3.0x12mm non-bsc balloon inflated to 18atms/10sec. Then a 3.5x12mm promus element sds was advanced proximal to the first stent and was deployed at 12atms/15sec. The 3.5x12mm promus element stent overlapped the first stent and it was post dilated with the delivery balloon to 12atms. The procedure was completed successfully. During review of the cine, the physician noted that there was a broken strut in the mid segment of the 3.0x38mm promus element stent. Per the physician, the fracture may have been caused by the calcification and the post dilatation. No additional intervention was performed to treat the stent fracture and no patient complications were reported. The patient's current status is stable.

Event description:
Correction: the 3.0x38mm promus element stent delivery system (sds) was deployed at 14atms, not 114atms as previously reported. The 3.5x12mm stent was a promus sds, not a promus element as previously reported. Additional information: rotablation was performed with a 1.25mm and 1.5mm burr. After both stents were deployed, additional post dilatation was performed with a 3.0x12mm non-bsc balloon to 18atms.